Event description:
It was reported that they "always suspected that the catheter was leaking but we're not able to prove it." Per reporter ¿over the years patient had had symptoms of overmedication and undermedication and its all very well documented" (specific timelines for these symptoms were not reported; it was unclear as to whether patient continued to experience these symptoms. (Prior events of overdose/underdose have been reported in MFR report #3004209178-2012-09506, 3004209178-2010-10855 and 3004209178-2014-00799). It was stated that the patient had been "sick with this for a long time, since implant in 2008 and she still is". Patient felt that they have been trying to fix it ever since but they haven¿t been able to do it because they are using the same catheter." (MFR report #3004209178-2012-09506, 3004209178-2010-10855 indicate the prior catheter revisions). Drug delivered via the device was bupivacaine.

Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare provider (hcp) and consumer. It was noted the symptoms experienced related to the failure included diarrhea, vomiting, nausea, sneezing, chills, sweats, dry mouth, body aches, yawning and increased pain. The patient had a history of opioid withdrawal chronic.